Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a follow up supplemental report will be submitted.

Event description:
It was reported that the pump reset unexpectedly. The customer's blood glucose level was impacted (263 mg/dl). During troubleshooting with tandem technical support, a cartridge was able to reloaded onto the pump and insulin delivery was resumed. Reportedly, the customer received assistance from an adult day care nurse; however this a routine process, as the customer is handicapped.